Manufacturer narrative:
The three electrodes were not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined, however, the loop wire breaking off the electrode and falling into a patient is a known issue and the OEM has performed an investigation of the device and affected lot numbers. Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health. If additional information becomes available or if the electrode is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus received a voluntary medwatch report (#mw5069524) that states the loop of an electrode broke and fell inside the patient during an unspecified procedure. The loop wire broke upon insertion in the uterus and it was the third time the loop broke off the electrode within two weeks. The loop was not recovered during the first procedure. The loops from the other two procedures, including this one, were recovered from the patients. Limited information was provided by the user facility. Multiple follow up attempts were made via telephone and in writing to gather more detailed information regarding the reported incident; however no additional information was obtained. 1 of 3 electrodes.